Manufacturer narrative:
The electrode serial number is (B)(6), with an expiration date of 14-sep-2026. The field service engineer (fse) inspected the analyzer and determined that a serum buildup caused the event. He cleaned the dilution bowl and sippers, and the customer replaced the electrodes. He verified the analyzer's performance by ion-selective electrode checks, calibrations, qcs, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from three patient samples tested on the cobas pro ise analytical unit. One patient sample from the provided list was found to have discrepant results: the initial result from the analyzer was 146 mmol/l. The repeat result from another analyzer was 138.6 mmol/l. The qcs went out of range, prompting a rerun. The repeat results were deemed correct.

Manufacturer narrative:
The investigation determined that the customer does not follow the sample tube manufacturer's prescribed recommendations for centrifugation speed and time. The investigation reviewed the alarm trace, which had multiple sample aspiration alarms, indicating possible poor sample quality. The investigation determined the event was due to a hardware issue and a preanalytic issue at the customer's site (preanalytics are within the customer's responsibility). The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.